Event description:
Fire dept personnel attended to a person diagnosed in cardiac arrest. No other pt details were reported. When the device was turned on for use, smoke was allegedly observed coming from the device. Power was turned off and the device was not used. There were no adverse affects to the pt reported as a result of the alleged malfunction. The pt's outcome was not reported.